Event description:
The customer reported that during a breast reconstruction procedure and following the alleged burn caused by the 1st pencil (see MFR report # 1717344-2009-00676), the nurse opened a 2nd pencil. The surgeon held it by the cord and both the nurse in the room and the general surgeon claim, the pencil was activating in the air without pressing any buttons because, they said they could hear the activation tone. The nurse checked the foot pedal and it was not being pressed. There was another pencil on the field being used by a plastic surgeon, but the nurse said that pencil was not being activated when they heard the 2nd pencil activate by itself. The plastic surgeon's pencil was plugged into another generator and not the forcetriad, which the general surgeon's pencil was plugged into.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.